Manufacturer narrative:
Age at time of event: over 18 years old.

Event description:
It was reported that device became stuck on the guidewire. A contralateral approach was used to access the lesion with a 6fr sheath. A 7x120x130 eluvia stent was advanced over a 0.035 260cm angled non-bsc wire into the distal left superficial femoral artery and through the diffuse calcified lesions. The eluvia stent was successfully deployed and no abnormality was noted with the stent deployment. After the stent deployment, the system was removed over the wire using a pin-and-pull technique. Soon after starting the pin-and-pull technique the stent system was not moving over the wire. Many attempts were made to remove the system without luck, and then the system and wire were removed from the body altogether. The stent that was deployed looked good and no injury to the patient occurred. The physician decided to put in a second stent, an eluvia 7x100x130 over a 260cm amplatz wire. The second stent was deployed overlapping the proximal to 7x120 eluvia stent. It deployed as expected and no issue occurred pinning-and-pulling the system out of the body over the wire and leaving the wire in place. A 7x40 ultraverse balloon was then used over the amplatz wire to complete the procedure. Patient sustained no injury from the procedure.